Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had dislodged. During the revision procedure, the physician attempted to reposition the rv lead, however the helix would no longer extend. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The analysis indicated that the helix of the lead had an out of specification analysis result for extension/retraction due to over-retraction. The analyst noted the helix does not extend due to the driveshaft lug being stuck on the retraction stop and the proximal end of the lead was cut off. If information is provided in the future, a supplemental report will be issued.